Manufacturer narrative:
The referenced hospital admission is addressed on medwatch MFR report #2916596-2018-05718. Approximate age of device- 2 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was re-admitted to the hospital on (B)(6) 2018 due to an ongoing driveline infection that spread to the pump pocket. The clinical team treated the infection with intravenous antibiotics and debridement. During the hospital admission, pump thrombosis was suspected due to low flow even with vad speed increased to 10800rpm. The infection became unmanageable and the clinical team decided to exchange the pump to another manufacturer's device. No additional information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas. Additionally, a specific cause for the patient¿s infection could not conclusively be determined through this evaluation. The pump was returned assembled with the driveline (dl) cut 7¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Upon disassembly, soft, tissue-like depositions were found situated adjacent to the outlet bearing ball. These thrombi lacked laminated layering, suggesting that they did not initially develop in the outlet stator; however, their specific origin could not be determined. Although a duration of time for which they were present in the device could not be conclusively determined, the thrombi were not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no concentric contact marks were noted on the rotor outlet section or the outlet bearing cup, suggesting they were not present in the pump for a prolonged period of time. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer aware date corrected from 26mar2019 to 25mar2019.